Event description:
Terumo corporation received the reported information. The user facility reported that when recapping the needle, the needle punctured the cap, and the user got a needle stick. The procedure outcome and patient harm were unknown. Additional information was received on 02dec2025: according to the hospital director and the nurse, after the injection was completed, while recapping the needle, the tip of the needle punctured the cap, resulting in the needlestick injury. The hospital director commented that it was good that the patient had no infection.

Manufacturer narrative:
D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, not provided. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The cause of the complaint was acquired during usage. As stated in the complaint details, the needle punctured the protector while it was being recapped, resulting in a needlestick injury. The needle can pass through the protector. Therefore, recapping of the product is not recommended. The retention samples were visually inspected and confirmed to be free from protector puncture, bent cannula, and tilted cannula beyond the allowable specification. A review of the product's lot history file revealed no related issues that were encountered during the production of the reported lot. Our needle machine runs under validated and routinely checked parameters. We perform a series of inspections from the needle assembly process to the outgoing process to ensure that the assembled needles are in good condition before shipment. Therefore, our process is assured. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.